Event description:
The customer reported that the vertical lift column would not work properly on the 9800 system. No pt injury was reported.

Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The service rep replaced the power supply. The system was tested and operates as intended.